Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 4 x 13mm (item #oss413) was received for investigation with a cover screw threaded into the implant drive feature. Visual inspection of the returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. The product's dimensions were measured and found to be within the specifications of the product's engineering drawing. The reported device was located on tooth # 24 (fdi notation) and was used for approximately 3 years. Pictures or x-ray images were not provided to evaluate peri-implantitis. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The reported complaint could not be verified as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had peri-implantitis.